Manufacturer narrative:
It is unknown if the sample is available. As of the date of this report, the sample has not been returned. A follow-up report will be submitted upon investigation completion.

Event description:
When using a biopsy needle to perform breast puncture on a patient's breast mass, it is difficult to puncture the needle. It was found that the needle has a bent groove, which poses a risk of damaging the surrounding tissue of the mass. It is necessary to remove the biopsy needle again, straighten the valve, and re puncture, which may cause the mass tissue to overflow during puncture.

Manufacturer narrative:
We conducted a thorough review of the manufacturing and inspection records for this lot and found no deviations or non-conformances. Unfortunately, we did not receive any samples for evaluation, nor did we receive any photographic or visual evidence that would have allowed us to review the allegation in detail. Without this necessary evidence, we are unable to perform a thorough investigation or determine a root cause and corrective action at this time. As a result, no corrective action is required at this point. However, if samples are returned at a later date, we would be happy to reopen this complaint for re-evaluation. Additional information provided in h6 and h11.